Event description:
It was further reported that the patient was to have a replacement on (B)(6) 2013. However, it wasn't identified which or both devices were to be replaced. Additional information has been requested regarding this; a follow up report will be sent if additional information is obtained.

Event description:
It was further clarified that only one stimulator was replaced. The serial number was unknown. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient experienced a lack of stimulation for 'approximately three months' prior to report. The patient reported having fallen 'around the same time as not being able to feel stimulation.' The patient's implantable neurostimulator (ins) was found to have been in 'overdischarge' and required a physician mode recharge in order to run impedance tests. Impedance testing of the ins revealed contacts 0-7 had impedance values '>10000' and that contacts 8-15 had impedance values of '700-900.' The patient's therapy was reprogrammed to use contacts 8-15. Additional information has been requested. A supplemental report will be filed if additional information is received.